Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. The customer accidentally delivered too much insulin via a bolus. Customer consumed carbohydrates to address bg. In ER customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.